Event description:
Date notified: 12/30/99. A model 308 aspirator was reported not to hold a proper battery charge. An inspection revealed a defective battery pack. The cause of this problem might be attributed to the customer allowing the battery pack to remain in an uncharged state for a prolonged period of time. No adverse event occurred as a result of this problem.